Manufacturer narrative:
Pending investigation. Concomitant medical products: liner tray.

Event description:
As reported, during left shoulder revision surgery, the surgeon removed a loose body/osteophyte. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported. The device is not returning due to hospital policy.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder revision cannot be conclusively determined; however, it was most likely due to the patient condition of osteophytes.